Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that during the act of turning up the stimulation from their implantable neurostimulator (ins) the patient created sharp shocking stimulation and pain in their thoracic spine area (location of the lead). The issue started approximately 3 weeks prior to report ((B)(6) 2015). When the patient turned stimulation off and it would take about 20 minutes for the shocking to go away. The issue was not related to positional movement. There were no falls or trauma reported that were associated with the issue. The patient did not experienced the symptoms when the ins was off. It was noted that the patient had therapeutic benefit to a point but they could not turn the stimulation high enough. Impedance measurements showed they were in normal range: electrodes 3,11 3,12 1,11 4,12 all showed 1830 ohms. An x-ray taken on (B)(6) 2015 did not show a short circuit that was visible to the eye. However, it was reported that the leads are to be replaced to ensure discontinuation of the shocking issue. The indication for use for the implanted device was noted as non-malignant pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was removed on (B)(6) 2019. The patient stated that they first became dissatisfied with the ins ¿probably back in (B)(6)¿ and stated that was the reason they got the ins removed. They stated that they had ¿too many problems with it¿ and confirmed they were only referring to the event previously reported regarding having their ins and leads moved on (B)(6) 2015. The patient stated that this was due to the leads being ¿blown¿ and constantly ¿shocking¿ them and they stated that the ins was in the ¿wrong place¿. The patient stated that this was what was causing the shocking when they increased stimulation. No further complications were reported/anticipated.